Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which the biosense webster, inc. Product analysis lab identified that a brim cap and hemostatic valve separation occurred. Initially it was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had a bent pin and was unable to be used. The sheath was replaced the issue resolved. There was no patient consequence reported. The bent pin issue was assessed as not MDR reportable since the device or the cable have the connector pins bent or broken, the device can¿t be used. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This issue of the brim cap detachment and hemostatic valve separation were assessed as reportable events. On february 3, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was noted that upon initial visual inspection, the brim cap was separated from the hub along with friction ring and hemostatic valve. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction upon receipt of the device on february 3, 2020 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is february 3, 2020.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had a bent pin and was unable to be used. The sheath was replaced the issue resolved. There was no patient consequence reported. The device was inspected and brim cap, hemostatic valve, and friction ring were observed to be detached from the luer hub. The pins were found in good condition and the connector was working correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the brim cap detachment and damage on the hemostatic valve could be related to handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).